Event description:
It was reported that the patient presented via merlin.net. The transmission revealed multiple episodes of noise. The device was reprogrammed on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).